Manufacturer narrative:
(B)(4). The stent remains in the vessel; the delivery system was not returned for evaluation. The reported patient effects of angina, thrombosis and ventricular fibrillation are listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported through a research article identifying xience xpedition, xience prime that may be related to a serious injury. Details are listed in the attached article, titled "incessant acute thrombosis after the implantation of xience xpedition rescued by resolute integrity in a case of unstable angina."